Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: DHR review for sterilization only: part number: (B)(4). Lot number: l997703. Manufacturing site: bettlach. Release to warehouse date: 02. Aug. 2018. Expiry date: 01. July 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part: part: (B)(4) / lot: h627308, manufacturing location: monument, manufacturing date: (B)(6) 2018. Part number: (B)(4), 2.4mm ti matrixmandible locking screw slf-tpng 16mm. Lot number: h627308 (non-sterile), lot quantity: 120. Work order traveler met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Component part(s) reviewed: part number: (B)(4), 2.4mm ti matrixmandible locking screw slf-tpng 16mm lot number: h627308, lot quantity: 120. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: (B)(4). Lot number: h511969, lot quantity: 1,735 lbs. Certified test report supplied by perryman company dated 10-nov-2017 and certificate of test supplied to perryman company by howmet this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a reconstructive surgery for lower jaw with three (3) and plate. On (B)(6) 2019, the surgeon confirmed that the screw had been broken, and he removed the broken three (3) screws and left the plate inside. On (B)(6) 2020, the surgeon removed the plate due to infection. No further information is available. This report captures the broken screws, while related complaint (B)(4) captures the post operative infection. Concomitant device reported: matrixmandible plate (part # 04.503.903s, lot # l413732, quantity 1); matrixmandible locking screw (part # 04.503.640.01s; lot # l997703, quantity 2); matrixmandible locking screw (part # 04.503.640.01s; lot # l210584, quantity 2); matrixmandible locking screw (part # 04.503.640.01s; lot # l210586, quantity 1); matrixmandible locking screw (part # 04.503.640.01s; lot # l698216, quantity 1); matrixmandible locking screw (part # 04.503.640.01s; lot # l358098, quantity 1). This report is for one (1) 2.4mm ti matrixmandible locking screw slf-tpng 16m. This is report 1 of 3 for complaint (B)(4).